Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via a manufacturer representative regarding a patient receiving compounded baclofen (1100mcg/ml at 1189mcg/day) via an implantable pump. The indications for use were unknown. It was reported that the patient and their mother reported hearing alarms in november 2023 with a return of symptoms. The rep did not havetelemetry or logs from november. They reported that logs were run but alarms were not shown. A catheter dye study was done sometime between november 2023 and june 2024 (date unknown), and the catheter was found to be intrathecal and patent. The pump was replaced, and during the replacement, the pump was found to be patent again. The issue was resolved at the time of the report. The patient's weight and medical history were asked but would not be made available. The patient status at the time of the report was alive with no injury.

Manufacturer narrative:
H3: 8637-40 pump: the returned pump passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.